Manufacturer narrative:
The albumin reagent lot number was 92149601 with an expiration date of 31-jul-2027. The review of the reaction monitor kinetics identified sample pipetting issues. The customer observed contamination and replaced the sample rinse station and the sampling needle. The field service engineer replaced the sample probe and completed all adjustment steps. He also customized the wash steps for urine tests due to the contamination. Precision studies and tests were performed, and they were within specifications. The instrument was performing within specifications. The service actions of replacing the sample rinse station, the sampling needle, the sample probe, and customizing the wash steps resolved the issue. No further issues were reported after the service visit. The cause of the event was due to sample cross-contamination due to inadequate cleaning of the sample probe.

Event description:
We received an allegation about discrepant results for 5 patients' urine samples tested with tina-quant albumin gen.2 assay on a cobas c 503 analytical unit. Sample 1: the initial result was 0.949 (accompanied by a data flag). The repeat result was 31.7 (accompanied by an alarm). Sample 2: the initial result was 0.728 (accompanied by a data flag). The repeat results were 31.8 and 33.4 (accompanied by an alarm). Sample 3: the initial result was not provided, but it was accompanied by a data flag. The repeat results were 126 and 188. On (B)(6) 2026: sample 4: the initial result was not provided, but it was accompanied by a data flag. The repeat result was approximately 50. Sample 5: the initial result was not provided, but it was accompanied by a data flag. Sample 5 was repeated 4 times, and the repeat results were approximately 49. Sample 5 was sent to a different laboratory, where it was tested on a siemens analyzer, and the 5th repeat result was approximately 1. The unit of measurement was not provided. The initial results did not match the patients' clinical history, prompting the repeat of the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.